Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified no significant signs of wear, damage, or deformation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: applicable information can be found in the "torque matrix - internal connection" section on page d. Complaint reported screw was loosening. Functional testing cannot be performed on the single use item. Therefore the loosening could not be recreated and/or verified thru functional testing. However, x-ray images were provided and reviewed by a subject matter expert, who confirmed evidence of loosening. A definitive root cause could not be determined for this complaint . The following sections have been updated: b4: date of this report. D4: lot number changed to unknown. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the abutment screw (iunihg) had loosened. Doctor removed the screw and placed a new screw at 20ncm.